Event description:
Additional information was received from the nurse via the representative. On (B)(4) 2015 it was reported that the nurse had interrogated the system on (B)(6) 2015 and it showed a motor stall had occurred the week prior. The patient focused on managing withdrawal symptoms and had concluded that his pain levels were largely unchanged now, three months later, even without the pump. At this time, the patient was not considering having the pump replaced. He was contemplating and potentially pursuing a spinal cord stimulator. No further information was provided at this time. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
(B)(6) 2015, information was received from a health care professional (hcp) regarding a patient who was receiving hydromorphone 6.3 mg/ml at a dose of 2.4717 mg/day and bupivacaine 25 mg/ml at a dose of 9.808 mg/day via an implantable pump. The drug concentration and doses were also reported as the following, hydromorphone concentration 5.7 mg/ml, dose 2.2502 mg/day, and bupivacaine dose was also reported as 9.869 mg/day. The indication for use was not provided. The patient's medical history and concomitant medications were not reported. Reportedly on (B)(6), the patient was experiencing withdrawal/withdrawal-like symptoms, feeling"badly" not feeling well, and had pain. The patient had relocated from winnipeg to calgary and had an appointment with the pain clinic in calgary in (B)(6). However, since (B)(6) the patient had been hearing the pump alarm. Telemetry had not yet been performed and a physician programmer was not available. The patient's pump was l ast filled on (B)(6) and was not due to alarm for a low reservoir until (B)(6). The winnipeg provider was seeking directive and reportedly a calgary health care professional, not the normal "np" that works with the pumps, was hesitant to see the patient. Additional information was received from a healthcare provider (hcp) on 2015 (B)(6), that the pump reportedly stalled on 2015 (B)(6). The hcp wanted to program the pump to off state, to stop the alarm. She was not sure if the device would be explanted or replaced, as they were also considering an scs device instead. The reported symptoms were "withdrawal-type symptoms" and the change in therapy/symptoms was sudden. Additional information has been requested regarding indication for use, troubleshooting, the cause of the event, the intervention and resolution to the event. If additional information is received, a follow-up will be submitted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-04-11 additional information was received indicating that the pump alarm sounded spontaneously on its own. There was no mention of the patient having an MRI or an account as to why the stall happened. The patient had subsequently moved and the pump was explanted in calgary. As reported, the explant was not for any sort of mechanical issue but because they felt the intrathecal drug was not providing pain relief. The patient was still being considered for scs therapy.